Event description:
Provider alleges sparks and flame when charging.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges sparks and flame when charging.

Manufacturer narrative:
The alleged condition(s) could not be duplicated via functional testing.